Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in a false ventricular episode and atrial tachy response (atr) episode. A chest x-ray was performed. The leads appeared to have remained in place. The patient was seen in-clinic for lead testing. All lead measurements were normal. No noise was seen. Additionally, there were noisy signals on the shock electrogram (egm). The health care professional (hcp) increased the automatic gain control (agc) and will continue to monitor the patient. The device remains in use. No adverse patient effects were reported.